Manufacturer narrative:
Customer contact reports no patient information available. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error resulting in loss of mechanical ventilation during a case. There was no patient injury.